Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a concern visually with the packaging seal of a cancellous bone screw was reported. The event was confirmed. Method & results: -device evaluation and results: the inner tyvek seal appeared translucent and was confirmed to be visually nonconforming. Dye testing was performed and confirmed the sterile barrier to be acceptable per specifications. (B)(4) was raised to address the issue. -medical records received and evaluation: not performed as it was reported that there was no patient involvement and no adverse consequences associated with the event. -device history review: there have been no reported discrepancies for the referenced lot. -complaint history review: there have been no similar reported events for the referenced lot. Conclusions: dye testing was performed and confirmed the sterile barrier was acceptable per specifications. The investigation concluded that the inner tyvek blister packaging did not visually conform to specification. Nc has been initiated to address the noncomformance in which further investigation will be documented.

Event description:
Package seal condition was different from usual condition. Seal part of tyvek looks translucent. The doctor suspected the sterilization state of the product and used another product.

Event description:
Package seal condition was different from usual condition. Seal part of tyvek looks translucent. The doctor suspected the sterilization state of the product and used another product.